Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds despite numerous repositioning of the lead. A transesophageal echocardiogram was performed which showed a pericardial effusion due to possible perforation. The lead was eventually implanted into a stable position with acceptable numbers. Although the patient remained stable throughout the lengthy implant procedure they were transferred to the intensive care unit following surgery. The lead remains in service.